Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose during the incident was 510 mg/dl. They treated with two manual injections. Their blood glucose went down to 427 mg/dl. The customer's blood glucose was 380 mg/dl at the time of call. The customer stated they were not clear headed. Troubleshooting was performed. The insulin pump was working okay. The customer was assisted with going back to auto-mode on the device. The device will not be returned for analysis.